Event description:
The pharmacist called perrigo call center on (B)(6) 2015 to report that a consumer returned 1 box of the relion 8mm 31g pen needles that contained 67 pen needles to the pharmacy because she had experienced cellulitis. The recorded call reviewed by the pharmacovigillance specialist at perrigo indicated that; pharmacist reported pen needles caused cellulitis twice in a patient and the pharmacist not sure if returned boxes/batches were those that patient felt caused cellulitis. Pharmacist reported pen needles caused cellulitis twice in a patient. After several attempts to obtain the consumer contact information, perrigo placed call on 15-jul-2015 to consumer for additional information. During the course of the conversation the following information was obtained: on an unknown date in (B)(6) 2015, a (B)(6) year old female began using relion 8mm 31g pen needles for the first time and used about 30-40 pen needles out of the box. She cleaned the area with bd brand alcohol swabs prior to injecting the needle into her skin. On an unknown date in (B)(6) 2015, the consumer began to notice that she developed site infections around 6-8 of the injection sites in her abdomen and the infection sites developed puss. On an unknown date in (B)(6) 2015, both the site infection and puss lasted for a couple of days after the injection and resolved after the consumer used antibiotic ointment and covered the infection. She reported that she used both lantus and novolog pens to administer medication in her abdomen and stated that the pen needle spins when clicked to the top of her pens and also stated that it drags through the skin after it has been injected and she thought this was what caused the site infection. She reported that she did not tell the pharmacist that she experienced cellulitis, but reported the event as site infection. She did not visit with the health care practitioner (hcp) concerning the site infections.